Event description:
It was reported that the pads on their wilson frame were installed in wrong direction. Customer stated they placed patient onto wilson frame where part of the patient's chest was sitting on no padding for the duration of surgery which was approximately 5 hours. When they removed patient they discovered blisters and bruising. They treated patient by wrapping the affected area.

Event description:
It was reported that the pads on their wilson frame were installed in wrong direction. Customer stated they placed patient onto wilson frame where part of the patient's chest was sitting on no padding for the duration of surgery which was approximately 5 hours. When they removed patient they discovered blisters and bruising. They treated patient by wrapping the affected area.

Manufacturer narrative:
Based on the information received from the investigation, it was deemed as an user error as the pads were not installed correctly contrary to the instructions per the IFU prior to the use on patient. An in-service training was scheduled for the hospital personnel regarding correct placement of the pads per the IFU.